Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implantable infusion pump. The patient reported that their pump was supposed to be filled 2 days ago, but the healthcare provider did not have medication, so the patient¿s refill was rescheduled for today at 10:30. The patient had contacted the healthcare provider who again rescheduled the patient¿s refill to monday. The patient stated "my critical alarm is already going off because it's low". The patient further stated that ¿when my pump gets low it doesn't work as efficiently, the pain gets worse, and my body is shaking from the pain like it doesn't know what to do". The patient was only able to sleep for 2.5 hours at a time until the patient could bolus and get some relief. The patient also mentioned being "so sick and wrought with pain and in withdrawal." She stated it happened "no less than 4 times over t he past year." The patient called back the same day and stated that their healthcare provider had called and told the patient to come in today as the medication was ready. Additional information was received on (B)(6) 2021 from the patient who requested more information on home infusion companies. The patient mentioned 6-10 times the pump has gone empty, and the patient has gotten sick. The pump went empty last month, happened again this month and 2 months before that. The patient then clarified that it has not gone empty yet this month but would soon. Due to the patient¿s pump going empty soon the patient would not have enough to get a bolus tonight and stated she will be in pain tonight / not get any sleep. Per the patient now the pump doesn't work so well due to the pump constantly going empty and the issue is the physician doesn't order the drugs on time. The patient had pain due to a herniated disc that she has so she needs the medication for the boluses.